Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, the pulse generator failed to capture the ventricle during electrocautery use. The physician placed a temporary pacemaker for the remainder of the surgery. The patient was stable.

Manufacturer narrative:
The reported field event of failure to capture was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.